Manufacturer narrative:
A1: a2: a3a: a4: a5: a6: d6a: d6b: the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: a permanent pacemaker implantation (ppi) was performed to treat a stenotic lesion in the left popliteal artery via an antegrade approach from the left femoral artery. The angio-seal device was then used for hemostasis after the treatment. After firmly inserting the device into the insertion sheath, the device cap was pulled and locked. The device/sheath assembly was then withdrawn; however, the anchor was not positioned against the vessel wall, and the device/sheath assembly was withdrawn together. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. Estimated blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the above product.